Event description:
An adverse event was reported for study subject (B)(4) for a dislocation. It was reported that the subject "was pulling up his socks on the left foot and leaned forward to pick up the cuff of the sock and experienced dislocation." The treatment listed was reduction under anesthesia.

Manufacturer narrative:
The info for this per was provided by stryker orthopaedics clinical affairs dept. No additional info is available at this time. If additional info becomes available, it will be submitted in a supplemental report.